Manufacturer narrative:
Additional information: it was detailed that a balloon leak occurred. The balloon was being used to post-dilate a deployed stent. A pressure of 10 atm was applied prior to the balloon leak occur. The leak occurred on the first inflation. One inflation was performed prior to the issue occurring. The device was not moved or repositioned while inflated. Image analysis: one image was provided showing the label of the shelf carton. The lot number match what¿s reported in the complaint file. The reported failure can¿t be confirmed from this image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora coronary balloon catheter to treat a lesion. The device was inspected with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that a balloon burst or leak occurred during balloon inflation. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device returned for analysis. The device returned with balloon folds expanded. Deformation was evident to the distal tip. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting the balloon distal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, a short longitudinal tear with lead-in scratch was observed on the balloon material, on the balloon distal cone. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.